Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, following the implant procedure, there was hardly any right ventricle activity and the patient was placed on extracorporeal membrane oxygenation (ECMO) for right side support. Of note, the patient had also been on ECMO for almost two weeks before the implant procedure. The patient experienced major bleeding attributed to the prolonged ECMO support. The patient's condition led to a total loss of liver function and coagulation, and the patient subsequently expired. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding, right ventricular failure, hepatic dysfunction, and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient had been on extracorporeal membrane oxygenation (ECMO) for almost two weeks before the ventricular assist device (vad) implant procedure, with poor right ventricular (rv) function. After the implant procedure, the patient was weaned off cardiopulmonary bypass (cpb) and there was hardly any rv activity. The patient was placed on ECMO again for right side support. Of note, the patient experienced major bleeding attributed to the prolonged ECMO support. The patient's condition had led to a total loss of liver function and coagulation. The site could not compensate for the patient's condition and the patient subsequently expired.